Event description:
The initial reporter stated that the pump looked like it was running but was not delivering formula. Mmdg followed up with the initial reporter who stated that the patient had not had any adverse effects due to the complaint, but did not provide any additional information. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. When the pump was returned to mmdg for investigation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR was required.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non conformance were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump looked like it was running but was not delivering formula. Mmdg followed up with the initial reporter who stated that the patient had not had any adverse effects due to the complaint, but did not provide any additional information. [(B)(4)].